Manufacturer narrative:
The handpiece was rec'd at the MFR for svc and eval. During the investigation, a run-on condition was found and then reported. Based on the investigation details, the likely cause was problems with the trigger assembly, backnut, main housing, and bearings. Those parts were each replaced along with other components. Svc repaired and returned the device to the customer.

Event description:
The handpiece was returned to the MFR for svc, and during the investigation, the device continued to run on its own. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.